Manufacturer narrative:
A customer sample was returned. Defect in the tubing was confirmed. The area of the pinched tubing was tested and confirmed for a leak. Depressor pin caused damage to the tubing.

Event description:
It was reported that the 23 g x .75 in. Bd vacutainer® winged safety push button blood collection set had microscopic holes in the tubing. This resulted in the patient being restuck. No injury or medical intervention reported.

Manufacturer narrative:
The initial MDR was submitted with an incorrect date of event. The correct date of event is (B)(6) 2016. The initial MDR was submitted with an incorrect date received by manufacturer. The correct date received by manufacturer is 09/27/2016.